Event description:
A patient reported receiving occlusion alarms after their pump fell, leading to contact with the support team for several days. There was no adverse impact to the customer's blood glucose level. A support staff member visited the patient's home and determined that the alarms were due to problems with reservoir insertion, confirming the need for a pump replacement. The patient lost trust in the pump. Technical support instructed the patient on bolus delivery after disconnecting tubing, though the occlusion alarms persisted due to a blockage in the cartridge. The patient did not see a blockage at the tubing and did not reuse insulin from the old cartridge. The patient resumed insulin therapy after the resolution of the cartridge issue and prepared to return the faulty pump with the knowledge of using mdi as backup therapy. The pump was confirmed to be under warranty, and instructions were given to store the pump and return it with a pre-paid shipping label, which the patient acknowledged.